Manufacturer narrative:
A record review was performed. The risks and mitigations associated with the complaint issue are identified in existing risk documents and no new risks were identified as part of this investigation. Equipment labeling provides potential adverse effects that can be caused by the surgical/treatment procedure being performed. The operator manuals for the various equipment were reviewed and determined to include adequate warnings for medical complications. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
UDI #: (B)(4). Date of event: unknown. The field service specialist (fss) visited customer site and inspected the unit. Fss replaced the (B)(4) printed circuit board (pcb), recycled power and re-primed the system repeatedly. No freezing or error generated after repair. Fss also perform the system checklist and the unit was found to meet abbott medical optics specification. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that the signature system shuts down after a prime but not after every prime and it seems as if the screen is freezing. It was also reported that error 2012 (instrument host timeout error) message generated after system lockup. It was reported that the patient was on table; however, there was no involvement yet and that the patient treatments were not delayed or cancelled.